Event description:
Study event: device malfunction: detachment from source. Symptoms: stroke. Time of symptoms: during and after procedure. It was reported that during a carotid artery stenting procedure, after the emboshield was prepped and deployed successfully and after a vivex stent was deployed, the physician had difficulty with the retrieval of the stent delivery system. It appeared to be entangled with the emboshield barewire. Multiple attempts to free the wire were tried. The emboshield eventually pulled through the sheath passing through the stent. On fluoroscopy it was discovered that the radio-opaque tip of the emboshield detached from the emboshield system and remained in the patient's body. Attempts were made to stent over the tip to stabilize it, but were unsuccessful. At the end of the procedure, an angiogram revealed the tip was lodged in the right distal middle cerebral artery. Upon further inspection of the emboshield, it was noted that part of the emboshield protective material was torn away the patient suffered a stroke (symptoms not specified), but status is improving. There is no additional information available.

Manufacturer narrative:
The emboshield part #e5190-01/lot# 0509144 referenced is being filed under MFR# 9616695-2007-00100.